Event description:
(B)(6) 2024, rtg0567655 rtg snow rtg0567665 rpl 423765 (con): information was received from a patient (pt) regarding an external de vice. The reason for call was pt thought they needed a new recharger because they had their rtm over their ins since 1:30 and by 3:55 the ins battery was still low for the ins was not recharging. Pt noticed the ins charging issues starting a couple weeks ago for they would just sit recharging for hours; now it was just showing recharging without a quality. During call pt verified no damage to the rtm or to the controller charging port. Blew in controller charging port and reset the controller. Pt then noted that about a month ago they no longer had the stimulation on and off button for the button went into the controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt also reported that they had a damaged restore belt. Pts belt broke about 1.5 months ago and they called patient services a month ago and they never got the belt; agent did not locate case. Pt noted "they were a little chunky and the belt was not made for fat people". An email was sent to repair to replace the belt. (B)(6) 2024, rtg0567653 (con): additional information was received from the patient. They reported that the ins charge use to last a couple days or a week. Then slowly it would go to low the next day and now it would go to the red the next day of charging the ins. This was uncommon and the pt had not adjusted their therapy or usage. The patient was redirected to their healthcare provider to furtheraddress the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.